Manufacturer narrative:
Section e3 - occupation: corrected (np). This event was determined to be supplemental and the investigation findings were be submitted under MFR 2916596-2024-07715. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent from the system controller patient switched at home due to system controller alarms. Log files were reviewed, and the event log captured some older data back in november of 2024 showing intermittent backup battery (ebb) faults from (B)(6) 2024. The system controller was exchanged then. The system controller showed connected and synced to the current date/time but no viable information was captured.